Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated an unable to calibrate optical sensor message. They customer stated they needed help in obtaining an arterial pressure (ap) via the transducer. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The getinge representative stated that they could assist them from a femoral approach and guided them in disconnecting the fiber optic plug and obtaining a clean crisp transduced ap on the cardiosave. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete initial reporter name: william langford the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4) device not returned.